Manufacturer narrative:
(B)(4). Concomitant medical products: tibial component stemmed, cat#: 00598004701, lot#: 63392126. Nexgen lps- flex femoral component cat#: 00596801752, lot#: 62948166. Persona all poly patella cemented cat#: 42540000035, lot#: 63639803. Palacos r single cat#: 00-1112-140-01, lot#: 84924545. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00641, 0001822565-2017-07014, 0002648920-2017-00642.

Event description:
It was reported that the four months following the right knee arthroplasty, patient is experiencing limited range of motion, edema, and swelling and has been treated with manipulation and a cortisone shot.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.